Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of coronary artery disease (cad) status-post coronary artery bypass graft surgery (CABG), severe mitral regurgitation, combined congested heart failure (chf) status-post left ventricular assist device (lvad) implant ( (B)(6) 2021), ventricular tachycardia; placement of an implantable cardioverter defibrillator (ICD), paroxysmal atrial fibrillation, and recurrent pseudomonal infection. The date(s) is (are) estimated.

Manufacturer narrative:
Section g3: the incorrect date received by manufacturer in the initial report was inadvertently added. The correct date is jun 17, 2024. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they passed away in (B)(6) 2024 which was reported under 2916596-2024-04243. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection and cardiac arrhythmia as potential late potential post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the onset of the infection was (B)(6) 2023 and the patient was treated with intravenous piperacillin / tazobactam (zosyn) via a peripherally inserted central catheter (PICC) for 6 weeks.